Manufacturer narrative:
Philips service replaced the system board computer and pfs-418 cfg2 hdd spare parts, and tested system functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that a registry file failure occurred, requiring sbc and hdd replacement on an allura xper fd10. The clinical use of the system was outside of use. There was no reported patient or user harm.